Manufacturer narrative:
The fogarty embolectomy catheter involved in this complaint was received by our product evaluation laboratory for a full examination. The report of was confirmed. Catheter body was broken next to y-adapter. Cross surface of broken section appeared uneven and rough. Broken sections appeared to match up. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". No other visible damage was observed from catheter body. Further engineering investigation is being performed, when the product investigation is completed, a supplemental report will be sent with the final investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set up, this fogarty embolectomy catheter broke. No more available information. There is no allegation of patient injury. Patient demographics unable to be obtained. As per product evaluation findings, catheter body was broken next to y-adapter. Cross surface of broken section appeared uneven and rough. Broken sections appeared to match up.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (impact code) and h6 (investigation findings). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing process have the controls to detect this conditions, the units are inspected according to plan specifications where the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage.